Manufacturer narrative:
Review of radiographic images show l5-s1 femoral ring allograft with anterior plate and screws, augmented with pedicle screws. Absorption of the femoral ring with subsidence was noted.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that a patient who underwent a cervical fusion using rhbmp-2/acs, presented with subsidence of the interbody graft as demonstrated by increased bending of the anterior plate on radiographic images. Per the authors, subsidence may be attributed to the resorption of endplates, allowing penetration of the cage into the vertebral body. No significant degree of subsidence was observed 6 months after surgery.